Event description:
Rptr claims they suffered excessive irradiation; burns, other skin problems, withdrawal, and depression as a result of an x-ray examination for tmj. Rptr states "an attempt was made to enroll me in their family care clinic using flattery. I am a medicaid participant. I believe discrimination, fraud, misrepresentation and abuse occurred. I also believe the equipment is faulty."